Event description:
A doctor's office reported that a pt started having an increase in seizures on approx (B)(6) 2011. It was unk if the pt was having more or less seizures still than prior to vns. A system diagnostic test was performed and results were within normal limits with dcdc=2 and eos=no. The pt was reportedly last seen on (B)(6) 2011 and her settings at that time were 2.50 ma/20 hz/130 microsec/21 sec/0.8 min and 2.75 ma/60 sec/130 microsec. Furthermore, the pt had no issues with medication compliance and she had been seizure free since 2003. F/u revealed that normal mode diagnostic results were within normal limits with 2.5 ma delivered, ok impedance, ok output status, dcdc=3, and eos=no. When asked for the relationship of the increase in seizures to vns, the physician responded that the pt had her first recurrence of depression since 2003 when the vns was implanted. The pt was started on an antidepressant. There was no causal or contributory programming, medication changes, or external factors that preceded the event. However, the physician indicated that the device may be more effective if the generator were replaced.